Manufacturer narrative:
One hotline 3 blood and fluid warmer was returned for analysis. Normal wear and tear to enclosure, front cover, tank cover, line cord, reflux plug were noted upon visual inspection. A leaky block assembly was observed upon arrival. The tank was filled with water, line cord was plugged in and the unit was powered on; confirming complaint of leaking from internal chamber. Based on the evidence, the root cause is due to the damaged block assembly.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 blood and fluid warmer was leaking from the internal block assembly within the enclosure. There were no reported adverse effects.